Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. Visual analysis showed the handle appeared intact. The device was received with the nosecone over-captured by the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared intact with no evidence of damage. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for dislodgement could not be confirmed in the analysis. Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. Annular perimeter measured 89.2mm suggesting a 34mm valve. Fluoroscopic valve load inspection was provided and confirmed a good load. When using the cusp overlap technique during implantation, the deployment position should start with the marker band positioned at the mid pigtail. Note the starting position was bottom of the pigtail which resulted in a deep implant. It was reported that 6 attempts were made. After 3 recaptures, the valve and dcs must be removed from the body and replaced with new sterile components. Valve depth prior to aborting the implantation attempts was approximately 5mm at the left coronary cusp (lcc) in the lao view. The cusp overlap view was provided at this point. Of note, recapture is warranted when the depth is 5 mm. In this case, this depth was appropriate, and a recapture was not warranted. However, the team decided to abort the implantation and proceed with a non-medtronic valve. Conclusion: the subject dcs was returned to medtronic for analysis and was received with the nosecone over-captured by the capsule. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The cause of the reported dislodgements could not be seen in the images provided. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The reported event indicates that the valve was attempted to be deployed 6 times. The IFU states ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ this indicates off-label use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was attempted to place the valve 6 times in the cusp overlap technique however was unsuccessful. It was reported that at 80% deployed, the valve would dislodge into the ventricle on each attempt. Per the physician, the delivery catheter system (dcs) was neutral and there was no push from the physician on the system. The valve was slowly deployed with pacing. The valve was recaptured and removed and a non-medtronic valve was implanted. No adverse patient effects were reported.